Manufacturer narrative:
Initial: awaiting return of the device for analysis. Final: according to investigation, the root cause is due to manufacturing process.this case is included in CAPA 2024-01 wich concerns similar cases (on ventricular catheter leaks). A traceability analysis has been conducted on the manufacturing file of the device. The analysis reveals that the product was packaged on january 03, 2024: before the corrective action implemented as part of CAPA 2024-01 (stop complete insertion of the mandrel into the ventricular catheter since (B)(6) 2024).

Event description:
A pso-vtt was indicated for traumatic brain injury. During follow-up, a fluid leak was observed. The patient had no clinical signs or symptoms. The incident had no consequences for the patient exept the explantation of the device.

Manufacturer narrative:
Awaiting return of the device for analysis.

Event description:
A pso-vtt was indicated for traumatic brain injury. During follow-up, a fluid leak was observed. The patient had no clinical signs or symptoms. The incident had no consequences for the patient except the explantation of the device.